Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow was blocked in infusion set tubing on (B)(6) 2025. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The lot 6008408 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The following test was performed: visual test according to with wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 02 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: packaging. The lot 6008408 was manufactured according to the wi version 79 and packaging in the multivac 12, on (B)(6) 2024, with a total of (B)(4) units. Assembly of quick set: the lot 4g04438 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(4) units. The lot 4g04439 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(4) units. The lot 4g04440 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(4) units. Gluing of tubing the lot 4g03664 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on (B)(6) 2024, with a total of (B)(4) units. The lot 4h00028 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on (B)(6) 2024, with a total of (B)(4) units. The lot 4g03666 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008408 and no other complaint has been registered in database for the same lot 6008408 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.